Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address articular surface wear and acetabular loosening. The srom stem was repositioned into correct anteversion during the surgery. However, 3 weeks later a nondisplaced fracture at the tip of the stem was noted.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address articular surface wear and acetabular loosening. The srom stem was repositioned into correct anteversion during the surgery. However, 3 weeks later a nondisplaced fracture at the tip of the stem was noted. (Right hip). Update - (B)(4) 2012 litigation papers allege the patient experienced pain and discomfort in his hip and had to undergo revision surgery. There was no new information received that would impact the outcome of the investigation. Update - (B)(4) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. Complaint has been reopened for further investigation.

Event description:
Additional information: litigation papers allege the patient experienced pain and discomfort in his hip and had to undergo revision surgery.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.